Manufacturer narrative:
This case is now determined to be not reportable. Reportability for initial MFR report number 5e6e8b34-c605-11ee-84dd-000032a67e77@hpp submitted on february 07, 2024 can be removed.

Event description:
This case is now determined to be not reportable. Reportability for initial MFR report number 5e6e8b34-c605-11ee-84dd-000032a67e77@hpp submitted on february 07, 2024 can be removed.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Event description:
It was reported that the nozzle broke in the customer's mouth. The break caused small parts that could pose a choking hazard. The customer did not report an injury.